Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was initially reported that the device was "not implanted." Through follow-up with the health-care provider, it was learned that the device was explanted at implant due to a sizing issue. According to the operative report, the patient presented "with episodes of dyspnea event at rest. He has copd. He is an active smoker and also had episodes of dizziness and near syncopal episodes. This evaluated with echo and cardiac catheterization, which showed moderate to severe aortic stenosis and severe 3-vessel coronary disease with reduced ef. He did have a reversible perfusion detect in the apical anterior segment, apical inferior, and lad territory on perfusion scan." The patient was brought "to the operating room electively for valve replacement and bypass, the aorta was opened, exposing the valve, again it was severely calcified and he had annular calcification just above the rim, extending into each coronary ostia." It was decided that it was "best to leave much of this calcium alone, so as not to develop any dissections or problems at the wall of the aorta." The surgeon "debrided the leaflets first and then with a rongeur debrided each annulus down to good tissue. This took some time and doing so, the right coronary annulus had fairly significant calcification and this was debrided to be able to place sutures to where the annulus was very thin. The valve was then sized to a 23 magna valve. The sinotubular junction again was calcified and much thinner than a 23; however, "they" were able to get the valve sizer through the st segment and then had ample room at the annular segment where" they had debrided. Initial inspection of placement and seating of the valve" appeared to be excellent." The patient was "weaned off of bypass fairly easily." On tee, it was "found that there was a small perivalvular leak anterior near that right annular area where the debridement was so thin, there did not appear to be any dissection; however, on the underside of the aortic valve there appeared to be some hematoma in the ventricle wall just under the thinned portion of the annulus." The valve was removed and replaced with a smaller size (edwards valve). Per the surgeon, there was no device malfunction; the device did not cause or contribute to the event.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: unfortunately, the edwards device was not returned for analysis. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.